Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the blue sureform 45 reload for failure analysis evaluation. The stapler reload was reportedly discarded at the facility. However, isi has received the sureform 45 stapler instrument was received. The stapler instrument was fully functional with no problem detected. The stapler logs were reviewed. The logs showed the sureform 45 stapler instrument was installed on the system three times and fired three blue sureform 45 reloads. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument fired a blue sureform reload which resulted in an incomplete staple line on the patient's stomach. The customer reported the sureform 45 stapler cut the tissue but there was no visible staple line. The customer stated that upon visual examination, no staples were noted to be left in the reload or in the patient. The procedure was converted to open surgery as the surgeon wanted to confirm the staple line was in good condition; the surgeon said he needed to convert to open to observe the anatomy and staple line. Patient tolerated the change to open.